Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated blood glucose was addressed via manual insulin injection. Reportedly, the customer had been pulling and reusing insulin, removing excess air during the air removal step, and filling cartridges with cold insulin. Tandem technical support instructed customer to only fill cartridges with new, room-temperature insulin, and educated customer on the proper air removal process per the user guide. Customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.